Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 40% to eol alert in a 15 months period. A request was made to have data from this device analyzed, but data was not sent for analysis. Device replacement was recommended. The device has been replaced and a new device has been implanted. No adverse patient effects were reported.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 40% to eol alert in a 15 months period. A request was made to have data from this device analyzed, but data was not sent for analysis. Device replacement was recommended. The device remains in service and there is evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.